Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated properly revealing the eri battery status. The devices memory content was investigated, demonstrating a normal functionality of the device while implanted and in service. The battery condition and current consumption were found to be as expected. During follow-up on march 10, 2023 the device was re-programmed to higher output settings and eri battery status was activated afterwards. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The user will be notified on the programming device that with this parameter combination the device will trigger eri immediately. By acknowledging, the device will activate eri permanently. Thus, the eri status cannot be removed by re-programming. However, the notification of the eri battery status takes place only upon new device interrogation. During the further course of the analysis, the eri status was reset. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device proved to be fully functional. The analysis revealed that the eri battery status was not declared by a premature battery depletion. The analysis showed that a higher output program led the device to switch into the battery status eri during follow-up. There was no indication of a material or manufacturing problem.

Event description:
The implant operated at 7.5v before the eri occurred. The high amplitude pacing was due to a lead dislocation. Another pacemaker is implanted, the lead was repositioned.